Event description:
According to the available information, the nurse discovered a hair in the package before it was opened.

Manufacturer narrative:
The device was returned in a sealed package; a hair was visible inside the embossed sheath.